Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she saw a poor communication screen on the patient programmer. The antenna was confirmed to be secure but this did not resolve the issue. All of the sudden the patient's symptoms returned. She drank something and then had to go so badly that she could not make it. The patient did not feel stimulation but did not remember when she stopped feeling it. Patient services noted that the device could be at eos since the patient had it implanted in (B)(6) 2009 and the patient programmer would not connect and the patient had symptom return. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that replacement of the programmer did not resolve the return of symptoms.